Manufacturer narrative:
E1: initial reporter address :(B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During initial testing a system error 345 alarm occurred which was not reproduced during secondary testing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The ultrasonic sensor would be replaced as a precaution per the service procedure however, the unit to be esd compromised and therefore the pump deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.